Event description:
On his right shin, there was a 3 x 2.2 x 0.5 cm full thickness skin ulcer with some necrotic tissue that I tried, with the pt's permission, to remove using scissors and forceps. Subsequently, bleeding occurred from a superficial vein, and considering his increased venous pressures and venous insufficiency, bleeding could not be stopped by single compression and we opted a full ligation; however, during attempt to ligate bleeding vessels and, after the first entrance of the needle, needle separated from the silk suture and remained in the soft tissue. Surgery service was consulted, and an x-ray was obtained. Was taken to surgery for: removal of foreign body, right leg. Description of procedure: with the pt supine on the operating room table, his leg was prepped and draped in sterile fashion. C-arm was ready to help retrieve this. Local anesthesia was ready to be infiltrated. The tail of the suture had worked itself free exposing itself at the point of entry, and gently retrieving this allowed the needle that was still attached below the subcutaneous tissues to come with. It appeared to be completely intact. A dressing was applied. He was then taken to the recovery area in satisfactory condition, to return to the internal medicine department for dressing placement. From there, the pt was discharged home with no other untoward effects. Subsequent dressing changes have been without incident and wound healing continues. Dates of use: 2009. Diagnosis or reason for use: ligation of vein. Dates of use: 2009. Diagnosis or reason for use: ligation of vein.